Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. On an unspecified date, the tubing set was connected to the pt's access device. During an infusion of tpn with lipids, the nurse noted that male pt adapter disconnected from the pt's access device and an unspecified amount of blood loss was noted. The physician was notified and hemoglobin and hematocrit levels were ordered. The pt was treated with an unspecified amount of packed red blood cells. There were no reported adverse pt sequelae. Though requested, no additional information was provided.